Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change out. Prior to the procedure, it was noted that the atrial lead has been turned off for years as it had dislodged at some point after the original implant. A chest x-ray confirmed that the lead was dislodged. The lead was capped on (B)(6) 2021. The patient was in stable condition.